Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and the ipg pocket site was relocated. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned.